Event description:
A medtronic representative reported that a solera 4.5 tap was returned to the manufacturer clogged with bone. There was no patient present.

Manufacturer narrative:
No patient was present at the time of alleged malfunction. RMA issued. Replacement part shipped (B)(4) 2012 then returned back to the manufacturer unused not in original package. The suspected device was received by the manufacturer on (B)(4) 2012, and findings show the tap is blocked with bony material as reported.